Event description:
It was reported that, during a meniscus repair procedure using the fast-fix 360, after t1 implantation, t2 did not deploy. The procedure was completed with a non significant delay using a smith and nephew back up device after removing the t1 initially implanted. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during a meniscus repair procedure using the fast-fix 360, after t1 implantation, t2 did not deploy. T1 was removed by pulling the suture. The procedure was completed with a non significant surgical delay using a smith and nephew back up device. No further complications were reported. During evaluation, it was found that the implant was broken.

Manufacturer narrative:
Medical device problem code. The reported device was received for evaluation. A visual inspection found the device returned with t1 off the needle and t2 and the actuator halfway advanced to the distal tip of the device. The proximal end of the suture had been pulled out of the depth straw and the knot between t1 and t2 had been tightened. A functional evaluation found that t2 deployed as intended once the deployment knob was advanced. An assessment of material characteristics found the device damage was caused by the application of improper/excessive force when removing from the meniscus. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material documentation found the storage conditions and material requirements specified for the implant material. Each lot must be accompanied by a material certificate of analysis. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review of the part found similar events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The IFU, fast fix 360 was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was not confirmed. There was no way to determine if the device contributed to the reported event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. B5

Event description:
It was reported that, during a meniscus repair procedure using the fast-fix 360, after t1 implantation, t2 did not deploy. T1 was removed by pulling the suture. The procedure was completed with a non significant surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during a meniscus repair procedure using the fast-fix 360, after t1 implantation, t2 did not deploy. T1 was removed by pulling the suture. The procedure was completed with a non significant delay using a smith and nephew back up device after removing the t1 initially implanted. No further complications were reported.